Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to pain and poor device performance from activation. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.